Manufacturer narrative:
Reporter indicated on (B)(6) 2019 that the back-up lens used and the surgery was successfully completed. Returned sample was evaluated: the lens was folded correctly and remained inside nozzle. The volume of used viscoelastic material appears to be enough. The top flange was pushed down correctly. Lens work order search: no similar events reported on the lot. Claim#: (B)(4).

Manufacturer narrative:
Device manufacture date: 17-jul-2019 should be corrected to 17-jan-2019. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon was pushing the rod forward of a ks-1 aq2017v preloaded injector lens, 19.0 diopter, and found the trailing haptic figure was unusual and stopped. The surgeon cancelled using this lens and there was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.